Event description:
Reporter alleged blood glucose test strip exp date has a usable adte on it while the MFR's inventory system indicates as exp date. It was reported the date on the vial is 08-31-06 while the inventory system indicated the date was 8-31-05. No treatment or actions was reportedly received due to the alleged incident. A request was made for the return of the suspect product and replacement product was sent.